Event description:
The customer reported an uncontained clear leak of approximately 25 ml from a unicel dxh 600 coulter cellular analysis system, and requested a service visit. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/04/2015 and found disconnected tubing at the check valve taking probe waste to system waste. The fse reattached the tubing and bleached the line and check valve to fix the leak. The instrument passed verification. The repairs were verified per established service procedures. (B)(4).